Event description:
The pt reported a burning sensation in the implant site while charging. A boston scientific rep performed device eval, and the problem was confirmed. The pt's implant was replaced with a new boston scientific spinal cord stimulator.